Event description:
The following was reported to davol by he pt's attorney: (B)(6) 2003 - the pt was implanted with a composix kugel mesh during a ventral hernia repair procedure. On (B)(6) 2012 - the pt visited emergency room due to severe abdominal pain due to mesh migration from her ventral hernia repair causing necrotizing small bowel. On (B)(6) 2012 - the pt underwent exploratory surgery for a small bowel obstruction. Mesh was found to have eroded into the small bowel causing fistulae, requiring three bowel resections and placement of wound vac. The following day the pt underwent abdominal washout, further small bowel resection and placement of a wound vac due to alleged contamination. On (B)(6) 2012 - the pt began experiencing respiratory insufficiency and underwent a tracheotomy and colon resection with placement of a wound vac. On (B)(6) 2012 - the pt expired reportedly due to acute peritonitis and generalized sepsis due to complications of remote ventral hernia repair.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request add'l info including pt info, copies of medical info/records and death certificate/autopsy report and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or eval info is obtained, a f/up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial MDR based on additional information, medical records, and death certificate provided by the patients attorney. Additional information provided lists the date of death as (B)(6) 2018 describing immediate cause of death: ¿acute peritonitis with generalized sepsis, complications of remote ventral hernia repair (from prior hysterectomy for endometriosis.¿ the operative report of (B)(6) 2012 laparotomy notes mesh eroded into her small bowel with secondary contamination of the bowel. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no sample has been returned for evaluation; however, a review of the manufacturing records was performed and found that the lot was manufactured to specification. Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2014: the following was reported to davol by the patient's attorney: (B)(6) 2003 - the patient was implanted with a composix kugel mesh during a ventral hernia repair procedure (B)(6) 2012 - the patient visited emergency room due to severe abdominal pain due to mesh migration from her ventral hernia repair causing necrotizing small bowel. (B)(6) 2012 - the patient underwent exploratory surgery for a small bowel obstruction. Mesh was found to have eroded into the small bowel causing fistulae, requiring three bowel resections and placement of wound vac. The following day the patient underwent abdominal washout, further small bowel resection and placement of a wound vac due to alleged contamination. (B)(6) 2012 - the patient began experiencing respiratory insufficiency and underwent a tracheotomy and colon resection with placement of a wound vac. (B)(6) 2012 - the patient expired reportedly due to acute peritonitis and generalized sepsis due to complications of remote ventral hernia repair. Addendum to the initial MDR to document additional information and medical records provided by the patient's attorney: (B)(6) 2003: the patient diagnosed with incarcerated incisional hernia and underwent a laparoscopic reduction and repair with mesh (composix kugel), lysis of adhesions. (B)(6) 2007: the patient underwent an open cholecystectomy and appendectomy. No operative reports included. (B)(6) 2012: the patient presented to the hospital ER with complaints of abd pain, left flank pain, abd distention, nausea and vomiting. (B)(6) 2012: the patient was diagnosed with small bowel obstruction, intraluminal mesh interloop fistulae and underwent exploratory laparotomy, extensive lysis of adhesions, small bowel resection times 3 and abd wound vac placement. The physician notes in the operative report "upon palpating it was in fact the mesh that eroded inside the small bowel. We removed this piece of mesh from the small bowel and looking intraluminally there were many communicating loops of small bowel into the central area where the mesh was, so we took down adhesions from the ligament of the treitz all way down to the terminal ileum." (B)(6) 2012: the patient underwent an abd washout and abd wound vac placement. (B)(6) 2012: the patient underwent an abd washout, small bowel resection followed by abd wound vac application. (B)(6) 2012: the patient was diagnosed with respiratory insufficiency, open abd, necrotic small bowel and underwent a tracheostomy, small bowel resection followed by an abd wound vac placement. (B)(6) 2018: date of death. Per the death certificate: immediate cause of death: ¿acute peritonitis with generalized sepsis, complications of remote ventral hernia repair (from prior hysterectomy for endometriosis.¿ medical examiner¿s report conclusion: ¿it is my opinion that the patient a (B)(6) caucasian female, died as a result of acute peritonitis with generalized sepsis due to complications of remote ventral hernia repair (from prior hysterectomy for endometriosis). A contributing factor in her death is hypertensive atherosclerotic cardiovascular disease (heart and blood vessel disease due to high blood pressure and hardening and narrowing of the blood vessels). ¿